Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device but was unable to duplicate the reported issue. No power discrepancies were observed. As a precaution, physio replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient. Medical personnel had been monitoring the patient for approximately 10 minutes when the device powered off by itself. They troubleshot the device but were unable to restore power. There were no adverse effects to the patient reported as a result of the reported issue. No further details about the patient or the event were provided.